Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported through patient outcome that the patient expired. Per report, the patient was found at home expired and the cause is unknown. No autopsy was performed ant the device will not be returned. No further detail was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the patient outcome could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2020 after being found unresponsive at home. The pump was reportedly still running. No autopsy was performed, and the pump was not returned for evaluation. Death is listed in the heartmate 3 lvas IFU as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.